Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation surgery for fracture of olecranon of left ulna. To fix the spoon part of a plate with the locking screw, a drill sleeve for angle fixation was used to drill, and then the screw insertion proceeded. The locking screw got idle rotation and did not lock. Even though there was a creaking metallic sound, the locking screw was not engaged deeper with a plate hole. The surgeon replaced the screwdriver with a different one and tried to lock the locking screw again, but it did not go well, and in the end, the surgeon determined to finish fixing without torque. The surgery was completed successfully within 30 minutes delay. No further information is available. Concomitant devices reported. Unknown screwdriver (part# unknown, lot# unknown, quantity# 2). Unknown drill sleeve (part# unknown, lot# unknown, quantity# 1). This complaint involves (2) devices. This report is for (1) unk, screws: locking. This report is 1 of 2 for (B)(4).